Manufacturer narrative:
F2: rec'd user facility medwatch. [450638-1997-5].

Event description:
3/18/97 surgeon was peforming a laparoscopic nissen fundoplication. He used the tsw35 to control the short gastric vessels. After firing the insturment, there was severe bleeding. He immediately converted to an open procedure. At that time, he noted the staple lines did form. The staples appeared normal, however, there was significant bleeding coming from the staple line. He then proceeded to control this bleeding with sutures. The bleeding seemed to be well controlled. During the post-operative course, the patient developed additional problems and subsequently expired. Surgeon is not certain whether this instrument problem during the initial operative procedure had anything to do with the patient's demise. Surgeon was asked to inform co if there are further findings from the post-mortem examination that might be valuable in the determining what happened in this case. He believes the instrument was saved.